Event description:
Additional information identified the fever was resolved and the ipg site has healed. In turn, the issue has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced swelling and redness at the ipg site as well as a fever. During which, the physician discovered a possible infection at the ipg site. The physician put the patient on antibiotics (B)(6) 2018. The physician assessed the ipg site on (B)(6) 2018 and noticed improvement.